Event description:
It was reported the patient had pseudomonas in their cerebrospinal fluid (csf) and an altered mental state. The whole system was explanted. The pump was used to deliver lioresal. The outcome of the event was not reported. An attempt was made to obtain the missing information, but the information could not be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).